Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Caller stated patient reported ins is not functioning and not working. There was none symptom reported. There were no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient replied that the event was resolved. Patient made contact with their doctor. No further complications were reported or are anticipated.